Event description:
(B)(4) is the initial importer of the device which is a rollator. The end-user was sitting on the device in her garage. She alleges that the front of seat broke while in use causing her to fall and snap her finger sideways. End-user went to the ER. We are awaiting return of the device and requested information and photos from the end-user's daughter who is requesting additional devices in exchange for them.